Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the footrest pedal on the surgeon side console to resolve the issue. The system was tested and verified as ready for use. Isi has not yet received the footrest pedal for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any complaints for any other events related to this product. No image or procedure video was provided. System logs were reviewed at the time of the call into technical support. The logs did not clearly identify a faulty component and on-site troubleshooting by the fse was required. This complaint is being reported based on the following conclusion: system unavailability after the start of a surgical procedure caused the procedure to be converted/aborted and may lead to an injury due to the patient¿s inability to tolerate a convert/abort. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Additionally, the surgical procedure was aborted post administration of anesthesia to the patient as well as port placement.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgical staff was not able to move the universal side manipulators (usm) on the patient side cart (psc). No system error/message was displayed when the issue occurred. After placing the ports and docking the psc, the camera and two instruments were installed. After handing over control to the surgeon at the surgeon side cart (ssc), both instruments worked fine, but the camera could not be controlled. The surgical staff moved the camera from the usm 2 to the usm 1 however, the issue persisted. A backup camera was opened and connected. However, this could not be controlled either. After the camera was exchanged, the usm 1 and 2, on which the instruments were installed, could no longer be controlled. A bipolar forceps instrument was holding the patient's tissue and had to be removed using the instrument release kit. The procedure was aborted. The patient outcome and procedure delay information were not provided. On july 13, 2021, intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the system was inspected prior to use. A field service engineer (fse) was contacted when the issue occurred. The issue was identified at the beginning of the procedure. There was no harm to the patient or the patient's tissue. The procedure was aborted and rescheduled. A procedure delay of 35 minutes was incurred. The bipolar forceps instrument will be returned for investigation. The patient did not experience any post-operative complications and was operated on (B)(6) 2021. The patient demographics cannot be provided. A video recording of the procedure is not available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the footrest involved with this complaint and completed the device evaluation. The reported issue was confirmed during failure analysis investigation. The clutch pedal was stuck and the camera pedal made a friction noise. The root cause is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.